Manufacturer narrative:
Unit received no button response due to flattened act (creased) button dome switch. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's b button was intermittently responsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.